Event description:
It was reported that when the implant was opened there was a hair in it. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6 visual evaluation of returned product found a hairlike debris in the liner inner spherical surface. The provided photographs showed a hairlike debris in the liner inner spherical surface of the implant. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. This complaint cannot be confirmed as the source of the debris cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.